Manufacturer narrative:
An investigation of kangaroo connect pump for the reported condition of, ¿one patient had their extension tube clamped off and the pump set to run (30ml/hr. Regular feed), the pump did not alarm. This was noticed 2hrs later meaning the pump did not alarm for 2 hours and the patient received no feed during this time. During the two hours the fed history continued to increase.¿ the unit was tested the complaint was confirmed. The root cause of the reported failure is a deficiency in the unit¿s software version. A new version of software was loaded onto the pump and the unit passed all testing. Kangaroo connect was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6).

Manufacturer narrative:
Submit date: 11/24/2015. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that the customer had an issue with a enteral feeding pump. The pump's extension tube was clamped off and the pump was set to run (30ml/hr, regular feed), the pump did not alarm. The pump ran for two hours while the extension tube was clamped off and did not alarm. During the two hours, the patient was not fed and the pump's feed history continued to increase. There was no patient harm. The extension set was unclamped and feeding resumed.